Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system displayed a generator error message. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. No pt injury was reported.